Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported via google play store that the patient had "another hospital night due to dexcom." The report states 110 mg/dl difference between the cgm and bg taken by emergency medical services. The bias of the inaccuracy was not described, nor were the symptoms, glycemic state, treatment, or length of stay. When follow up contact was made with the patient, she declined to discuss the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 110 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.